Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with an umbilical vessel catheter. The customer reports that the 5.0fr umbilical vessel catheter leaked where the connecting pipe meets the catheter in the welded area. It was inserted during the (B)(6), and on the (B)(6), the leak was discovered. The leak occurs when exposed to continuous infusion. We cannot see any mechanical damage in the area. The pt could not use the catheter, but due to risk of hemorrhage, it could not be removed immediately, and must therefore remain in the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.